Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 380 mg/dl, 203 mg/dl, 186 mg/dl, 195 mg/dl, 179 mg/dl, and 204 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.